Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2023 wherein the lead was explanted and replaced restoring therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy. Diagnostics indicated that the lead had multiple contacts with high impedance. As a result, surgical intervention is pending to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
B3-date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown). The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000124577.